Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a free perforation in the proximal right coronary artery (rca). A 2.8x26 rx graftmaster covered stent system was advanced, but failed to cross to the perforation due to patient anatomy and was withdrawn. A 2.8x19 rx graftmaster was then advanced and deployed at 24 atmospheres, successfully sealing the perforation. Use of the graftmaster devices did not cause or contribute to a clinically significant delay. The patient was discharged the following day with no adverse sequelae. No additional information was provided.